Event description:
During a da vinci s hysterectomy procedure, the user facility reportedly identified broken wires at the tip of the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed that one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.